Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did dropped/spitting clips fall into patient? Were clips retrieved? Any change to procedure or post-op patient care? Did scissored clip cut structure? Did bleeding occur when structure was cut? Please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Was clip fired over another clip or hard structure? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Event description:
It was reported that during a gastric bypass procedure, the device clips were scissoring, spitting, and dropping. It is unknown how the case completed. There was no patient consequence reported.